Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The following cosmetic damage was also noted on the device: minor scratches on the lcd window, cracked case near the display window corners, and a cracked reservoir tube lip. No unexpected restart alarm was noted, and the unit passed the self test and unexpected restart test. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump became unresponsive while he was trying to prime the pump. The patient's blood glucose at the time of incident was 250 mg/dl. The customer stated that in response to the keypad anomaly he took the battery out and the pump alarmed with an unexpected restart. Troubleshooting was initiated for the keypad issues, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.